Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis event was unknown. On an unreported date, the patient was hospitalized for the event. Two days after the event onset, the patient began treatment with injection (inj.) Vancomycin (1 g, intravenous (IV), stat and then continuing on the fifth day, duration not reported) and inj. Piptaz (4.5 g, IV, twice a day, duration not reported) for peritonitis. The patient's recovery status was unknown. The action taken with pd therapy was not reported. No additional information is available.